Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope displayed an error message. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. There was deformation found on the scope connector cover unit leading to loss of water tightness. Additionally, illumination was found to be uneven due to a burn on the light guide lens. Another reportable malfunction was found during evaluation, where the charged coupled device unit was damaged. Based on the results of the investigation, a root cause of the reportable malfunctions be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There's no new information.